Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) levels decreased to 54 mg/dl while wearing the pod on the arm for between 37 and 48 hours. Patient ate dextrose and some carbs to increase the bg levels but due to the heat and the low values, the patient began feeling dizzy and fainted. Patient reportedly received no warning on the personal diabetes manager (pdm) alerting of the low bg levels. Emergency services were called and transported the patient to (B)(6) watched the patient's blood pressure and gave the patient blood pressure medication. Diagnosis provided was volume deficiency (not enough water in the body), syncope, hypoglycemia and high blood pressure. The pod adhesive loosened and the nurse gave the patient tape to keep the pod adhered so it would not fall off. Patient's bg rose to 400 mg/dl and the patient removed the pod. Patient administered a manual insulin injection to lower their bg levels. The day after the incident, the patient's wife brought a new pod to the hospital for the patient to apply and the bg levels came back in range.